Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The pump then declared a different malfunction alarm. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy and contact their health care provider.